Event description:
It was reported that: patient had revision surgery on (B)(6) 2011. Patient states that he has been in a lot of pain since having revision surgery. Patient states that the pain is in his hip joint. Patient has had x-rays and MRI done. Patient states that he was very active prior to his surgeries and now he has trouble getting around. Patient was (B)(6) when the event occurred.

Event description:
It was reported that: patient had revision surgery on (B)(6) 2011. Patient states that he has been in a lot of pain since having revision surgery. Patient states that the pain is in his hip joint. Patient has had x-rays and MRI done. Patient states that he was very active prior to his surgeries and now he has trouble getting around. Patient was (B)(6) when the event occurred.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation. Review of the medical records by a clinical consultant indicated, the indication for the revision surgery is not clear and the source of the pain is not demonstrated to be related to either the primary or revision components. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined. The source of the pain was not clear and it is not demonstrated to be related to either the primary or revision components.